Event description:
It was reported that the patient experienced one episode of paralysis of the legs (30 minutes); this occurred approximately one week following system implantation during the night. Patient also experienced pain in the area of the lead; the system was reported to be off at that time. CT scan results were negative; additional testing (unspecified) did not reveal additional information. The patient has not turned the system back on since the event. Additional information has been requested, a follow-up will be sent if additional information becomes available.